Manufacturer narrative:
The event occurred in (B)(6) medwatch with identifier (B)(4) is for mobile system, medwatch with identifier (B)(6) is for aviva system.

Event description:
Caller reported blood glucose results of 128 mg/dl on mobile system, 65 mg/dl on aviva system within 10 minutes. Symptoms of hypoglycemia were treated with food. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.